Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt did not get enough benefit from his middle ear implant, since his hearing loss was at the limit of the indication criteria. The pt was explanted on (B)(6) 2013 and reimplanted with a cochlear implant.